Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and found the reported problem. After reviewing the log, rse found x-ray tube currently out of range. Upon troubleshooting, rse found a leakage, which had caused the miu to become defective. To resolve the problem, onsite visit, philips field service engineer (fse) replaced the faulty high voltage transformer and miu and return the part for further analysis and the root cause of the failure was oil leakage of high voltage transformer. After the replacement of the mains interface unit (miu) and high voltage transformer, the system was restored to normal working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that oil was leaking in the technical room, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm to patient or user was reported. Philips has started an investigation of this complaint.